Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since 14 years or longer have passed since the delivery of this product, it is highly likely that the front panel deteriorated over time and failed, due to long-term repeated use.

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the front panel switches were not functioning as intended. The buttons of the front panel were found to be worn out. The device was repaired and returned to the customer. A supplemental will be submitted if additional information becomes available following investigation.

Event description:
The customer contacted olympus to report the button for the lamp was working intermittently. The device malfunction was identified by the user during preparation for use. There was no patient involvement.